Event description:
It was reported that, during a cori assisted tka surgery, a the application turn off by itself even while entering patient's data. After starting the procedure it turned off 4 more times and a message with a blue man appeared. The surgery was completed after a delay of more than 30 minutes and switching to standard tools. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Section h10: the cori, real intelligence robotic drill, part number rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. There were no log files provided to confirm the complaint. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. Multiple kpc tests were completed and passed without error. Multiple cases and calibrations were also completed without error. The drill¿s exposure motor was tested, and it passed. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a software bug within the cori console. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-2022-00125034-1.